Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Reportedly, the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.